Event description:
The coil pusher assembly hypotube folded over itself while loading into the microcatheter.

Manufacturer narrative:
Device investigation: results: the hypotube of the pusher assembly is broken 128 cm proximal of the distal detachment tip. Conclusion: the damage noted in the complaint is confirmed. The coil and pusher assembly may have been compressed inside the sheath and jammed inside it when loading the coil. This would have prevented forward motion of the pusher, resulting in the break in the hypotube. The manufacturing records for this device lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.